Manufacturer narrative:
On april 14th, 2008, facility's biomedical technician recalibrated the final conductivity, performed a pa autocalibration and a t1 test. A gambro technician inspected the phoenix machine on april 22nd, 2008. All the parameters were within manufacturer's specifications. The technician proactively replaced the a conductivity probe and the pa concentrate pump. From the available data it is not possible to identify the root cause that led to the reported event. A technical investigation is in progress at gambro dasco. Should significant new info become available, a follow-up MDR will be submitted.